Event description:
It was reported that the physician's handheld has a recurring screen freeze at interrogation. It was reported that the physician requested a new programming computer. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
Analysis of the handheld was completed on 06/25/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 06/25/2015. The flashcard and software performed according to specifications. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.